Event description:
It was reported that the subject device had touch panel blackout and occasional no signal output. The event occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.